Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 12-nov-2018. Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2018 with the following findings: investigation did not duplicate the complaint about the under responsive ok button. There was no damage or peeling to keypad. All keys were responsive. Removed the keypad, and there was no evidence of contamination on key contacts. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: date of submission 12-nov-2018 device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2018 with the following findings: investigation did not duplicate the complaint about the under responsive ok button. There was no damage or peeling to keypad. All keys were responsive. Removed the keypad, and there was no evidence of contamination on key contacts. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.